Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0505 captures the reportable event of retroperitoneal hematoma. Patient code e2330 captures the reportable event of pain. Patient code e1310 captures the reportable event of uti. Impact code f2303 captures the reportable event of medication required. Impact code f08 captures the reportable event of patient admission to hospital. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f1903 captures the reportable event of device explantation.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. Post-procedure, the patient had hypotension with an estimated blood loss (ebl) of 150 which prompted admission. The patient was discharged one (1) day post-procedure (pod01). Three (3) days post-procedure (pod03), the patient presented to the emergency department (ed) and was admitted to the hospital for severe left flank pain. Imaging revealed retroperitoneal hematoma which was managed with antibiotics. The patient was discharged after two (2) days of admission and was prescribed ciprofloxacin. Six (6) days post-procedure, the patient presented to the ed for rash from ciprofloxacin, and the antibiotics were changed to cephalexin. 14 days pos-procedure, the patient presented to the ed and was admitted to the hospital for pseudomonas urinary tract infection (uti) which was treated with cefepime for five (5) days and stent removal. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: block h6 has been corrected. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0505 captures the reportable event of retroperitoneal hematoma. Patient code e2330 captures the reportable event of pain. Patient code e1310 captures the reportable event of uti. Impact code f2303 captures the reportable event of medication required. Impact code f08 captures the reportable event of patient admission to hospital. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f1903 captures the reportable event of device explantation.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. Post-procedure, the patient had hypotension with an estimated blood loss (ebl) of 150 which prompted admission. The patient was discharged one (1) day post-procedure (pod01). Three (3) days post-procedure (pod03), the patient presented to the emergency department (ed) and was admitted to the hospital for severe left flank pain. Imaging revealed retroperitoneal hematoma which was managed with antibiotics. The patient was discharged after two (2) days of admission and was prescribed ciprofloxacin. Six (6) days post-procedure, the patient presented to the ed for rash from ciprofloxacin, and the antibiotics were changed to cephalexin. 14 days pos-procedure, the patient presented to the ed and was admitted to the hospital for pseudomonas urinary tract infection (uti) which was treated with cefepime for five (5) days and stent removal. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.